Event description:
It is reported that a patient who received an unknown zimmer knee after primary knee tka revision required an additional surgical procedure due to acute hematoma. No product was revised.

Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://dx.doi.org/10.1016/j.arth.2015.05.042. The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed and the product history search could not be performed and compatibility could not be assessed. These devices are used for treatment. Surgical notes were not provided. Therefore, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. However, the complaint may be revised upon return of product or further information.